Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 148mg/dl. The customer's expected fasting blood glucose test result range is 75 to 137mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 123 and 115mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 01/31/2017. The meter memory was reviewed for previous test result history: the 148mg/dl (B)(6) 2017 08:27 am fasting: yes, the 134mg/dl (B)(6) 2017 08:10 am fasting: yes, the 143mg/dl (B)(6) 2017 07:40 am fasting: yes.